Manufacturer narrative:
As viewed through the returned packaging, it was observed that the coil has been returned separated from the device positioning unit (dpu). Located 28.0 centimeters off the distal tip of the green introducer, the dpu protrudes outside the sheath. Located at the protrusion site no mechanical sheath damage resulting in an open skive was found. Located 14.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. Located 83.0 centimeters off the proximal end is a severe kink on the core wire. The proximal end of the coil has severe compression damage. The proximal section of the coil was also stretched. Severe buckling damage was found on the first secondary winding off the ball tip. The distal section of the outer sheath (angle ring section) has severe compression damage. The unintended detachment inside the introducer sheath was mechanical in nature. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The resheathing tools v notch has been damaged. The locking mechanism has compression and stretching damage. Located at the distal end of the green introducer is a complete blockage caused by a blood mixture. There are two possible contributing factors to the unintended detachment of the coil inside the introducer sheath. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the unintended mechanical detachment of the coil inside the introducer sheath may have occurred due to a complete blockage of the distal end of then introducer sheath due to a blood mixture. This distal interference may have caused the coil to severely compress and buckle which produced an anchoring effect on the coil causing the core wire to protrude outside the sheath. During this time frame, the distally anchored coil may have stretched during a retraction movement and then was mechanically detached from the dpu during an advancement attempt. This distal interference may have also caused the core wire to kink which fractured the resheathing tool during an attempted advancement of the coil. If this condition occurred and a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the unintended mechanical detachment of the coil inside the introducer sheath occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the proximal end of the coil to compress, stretch, and buckle. The severely damaged proximal end of the coil was then anchored inside the introducer sheath which caused the unintended mechanical detachment of the coil when the core wire protruded outside the sheath. This binding action also caused the core wire to severely kink which fractured the resheathing tool when contact was made during the attempted advancement of the coil inside the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During endovascular treatment of intracranial aneurysm, the deltaplush platinum microcoil 2 mm x 4 cm (dpl10020420m/m11237) was placed in the microcatheter hub, but the coil would not exit the introducer, and after force was exerted, the sheath ruptured and the coil detached. It was reported that there was no damages noted on the actual coil. The device never entered the patient. A new coil (details unknown) was used to complete the procedure. The device was returned for analysis. As viewed through the returned packaging, it was observed that the coil has been returned separated from the device positioning unit (dpu). Located 28.0 centimeters off the distal tip of the green introducer, the dpu protrudes outside the sheath. Located at the protrusion site, no mechanical sheath damage resulting in an open skive was found. Located 14.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. Located 83.0 centimeters off the proximal end is a severe kink on the core wire. The proximal end of the coil has severe compression damage. The proximal section of the coil was also stretched. Severe buckling damage was found on the first secondary winding off the ball tip. The distal section of the outer sheath (angle ring section) has severe compression damage. The unintended detachment inside the introducer sheath was mechanical in nature. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. The resheathing tools v notch has been damaged. The locking mechanism has compression and stretching damage. Located at the distal end of the green introducer is a complete blockage caused by a blood mixture. There are two possible contributing factors to the unintended detachment of the coil inside the introducer sheath. These contributing factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor to the unintended mechanical detachment of the coil inside the introducer sheath may have occurred due to a complete blockage of the distal end of the introducer sheath due to a blood mixture. This distal interference may have caused the coil to severely compress and buckle which produced an anchoring effect on the coil causing the core wire to protrude outside the sheath. During this time frame, the distally anchored coil may have stretched during a retraction movement and then was mechanically detached from the dpu during an advancement attempt. This distal interference may have also caused the core wire to kink which fractured the resheathing tool during an attempted advancement of the coil. If this condition occurred and a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained.¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary contributing factor to the unintended mechanical detachment of the coil inside the introducer sheath occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism can catch the inside of the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may have also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance which causes the proximal end of the coil to compress, stretch, and buckle. The severely damaged proximal end of the coil was then anchored inside the introducer sheath which may have caused the unintended mechanical detachment of the coil when the core wire protruded outside the sheath. This binding action may have also caused the core wire to severely kink which fractured the resheathing tool when contact was made during the attempted advancement of the coil inside the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in diagrammatically. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detached coil and ruptured sheath was confirmed through product analysis. Although the root cause cannot be conclusively confirmed, device handling/procedural factors may have contributed to the event. The introducer was blocked with blood indicating that a flush may not have been maintained. The other damages may have been the result of exerting force against resistance to attempt to forward the coil from the introducer. The product analysis and review of manufacturing documentation found no issues that were manufacturing related; therefore, no corrective actions will be taken at this time.

Event description:
The procedure was endovascular treatment of intracranial aneurysm. The deltaplush platinum microcoil 2 mm x 4 cm (dpl10020420m/m11237) did not go out of the introducer sheath body. Force was exerted and the sheath ruptured with coil detachment inside the micro tube storage. The detachment occurred during an attempt to unsheathe the device. There were no damages noted on the coil after use. The presence of blood in the coil was due to the doctor trying to introduce the coil in the y connector. The device was not used inside the patient. A new coil (details unknown) was used to complete the procedure. Patient death or serious injury did not occur as a result of the event. No vessel code information provided.